Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was received outside of original packaging. The t1 anchor was cut from the suture. The t2 anchor was attached to the device, but farther from the distal tip than manufacturer intended. The needle is bent horizontally. A functional evaluation confirmed the deployment needle was in the t1 pre- deployment position. The device functioned but could not deploy the t2 anchor due to the bent needle. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a meniscus repair, the fast-fix 360 curved ndl delivery sys t2 knot fell off. The procedure was completed with a backup device with no complications reported. A delay equal to or less than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.